Event description:
It was reported that a patient experienced multiple episodes of low blood glucose while using the ilet and elected to discontinue use, reporting improved glycemic control off therapy and initiating a product return for credit. Symptoms included hypoglycemia. Outcomes included product return coordination and credit processing. Investigation included complaint intake, troubleshooting and education with the patient, and coordination with a distributor to recover the device and supplies. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no alarms or hardware issues were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.